Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer reports that the rn noted a small amount of blood on the towel under the patient when handling. The PICC nurse called and noted that the PICC line had detached from hub under the securement device. The customer further reports that the PICC broke 1 inch below the butterfly. Dexidin was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. Each line was flushed on a regular basis. Normal saline was used to flush the lines using a 10 cc syringe. Dexidin was used to clean the device, which contains alcohol. The PICC was removed on (B)(6) 2013. The customer reports that there was no harm to the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.